Manufacturer narrative:
Visual inspection of the returned product showed that there is no visible damage. Clear surgical and reddish residue/debris on the product. Both sides of the lens optic were checked for rough and sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated the surgeon inserted an aa4203tl single piece silicone lens with toric optic. After the lens was in the eye a posterior capsular tear was noticed. The lens was removed. Vitrectomy was not required. Surgery was completed with another lens. It was unk if the lens caused the capsular tear. The reporter stated that they use a competitor's phacocmulsification equipment.